Event description:
The reporter called and alleged a discrepant result when compared to the lab on two dates. The reported device result/lab inr was 5.8/3.9 in 2006, and 5.4/4.1 three months later, the patient was not treated. The reporter declined product replacement.